Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided. H6: additional h6- patient codes: 1690: abscess, 4755: swelling/edema, 1932: inflammation. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformance's affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth #14 lost integration due to periimplantitis and was removed. Loss of implant and perm. Crown on (B)(6) 2026 implant was placed on (B)(6) 2025, crown placed on (B)(6) 2026 and removed on (B)(6) 2026 wanting refund on implant attachments and crown. Implant removal, curette tissue and bone grafting to regenerate new solid bone in the site with re implant placement in 4 months. Symptoms / patient impact: abscess, edema, inflammation, pain, swelling.